Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm size from the time of implant is unknown. The aortic neck is conically shaped. The stent graft was at the level of the renal arteries at the time of implant. It was reported that during film review as part of a routine patient follow-up, the bifurcated stent graft was found to have migrated distally approximately 2 cm and there was a proximal type I endoleak present. The physician elected to implant an endurant aortic cuff and the proximal type I endoleak and migration were successfully resolved. No additional clinical sequelae were reported and the patient is fine. A review of returned single image showed that the talent had migrated well below the renal arteries, and an endurant cuff was placed just below the renal arteries. The proximal neck appeared short in length and very conical (there was no scale seen on the image to determine the actual measurements). Vessel morphology at implant is unknown; however, it is likely that the challenging proximal neck contributed to the migration.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (anatomy related; short aortic neck and conical in shape). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short aortic neck and conical in shape).